Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness was not good, and a large number of bubbles were produced during pumping back. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness was not good, and a large number of bubbles were produced during pumping back. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned.